Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, guide wire breakage occurred. The totally occluded lesion was located in the distal superficial femoral artery (sfa). The guide wire was unable to cross the lesion, and during removal through another manufacturer's catheter, approximately 2 cm of the distal tip of the guide wire "sheared off." The separated portion of the guide wire was successfully retrieved inside of the catheter. The case was aborted due to the inability to cross the lesion. No patient injuries or complications were reported. Patient status is listed as "ok."